Manufacturer narrative:
This report is submitted on may 02, 2019.

Event description:
Per the clinic, the patient experienced extrusion of the internal magnet and as a result the patient was hospitalized (date and duration not reported). Clinical management is ongoing.